Event description:
It was reported that the asymptomatic patient was presented in clinic for follow-up. Non-sustained lead noise, due to post-paced t-wave oversensing, was observed on stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.